Event description:
Healthcare professional additionally reported "delayed healed causing exposure."

Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "exposure" and "infection (early onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection (early onset).

Event description:
Healthcare professional reported left side "exposure and infection". Device has been explanted.